Event description:
Customer took 1 units of insulin 1.5 hours before receiving readings of hi, 69, 307, and 367 mg/dl performed with in 5 minutes of each other. No treatment was received or actions taken reportedly. A request was made for the return of the suspect device and replacement product was sent.